Manufacturer narrative:
Although it has been indicated that the device from the reported event will be returned for evaluation, it has not yet arrived at (B)(4). Upon receipt of the returned sample and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, mini stick max dilator hub detached while the sheath was in the patient's vein. The device was able to be removed in it's entirety and the patient condition was "unaffected." A new sheath was used and the procedure continued. It has been indicated that the damaged sheath will be returned for evaluation.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965457531 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the mini sticks product family and the failure mode "hub detached. " no adverse trend was identified. As the sheath/dilator assembly is a purchased component for angiodynamics, the returned sample was forwarded to the supplier, (B)(4) , along with a supplier corrective action request (scar). (B)(4) reviewed the complaint sample and confirmed that the sheath tubing experienced the typical elongation that occurs prior to a fracture resulting from excessive tensile force placed on the shaft extrusion. This is evident by the elongation shown in the shaft extrusion which indicates that the hub-to-shaft join strength was higher than the tensile strength of the tubing. It was confirmed that the internal retention flange was formed and located correctly and that the location and standard capture depth of the sheath inside the molded hub cavity was correct. The point of fracture occurred at the flange-to-shaft transition. All final quality assurance visual and tensile results were found to be within specification. The most likely root cause is excessive force applied by the end user. ((B)(4)).